Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call rewind anomaly on the insulin pump. Customer¿s blood glucose level was 318 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer¿s current blood glucose level was 167 mg/dl. Troubleshooting for the rewind anomaly was performed. Customer advised they had insulin going in during bolus delivery because the reservoir running out and they were unable to rewind the insulin pump. Customer believed they were not receiving insulin properly and decline to troubleshoot for high blood glucose levels.